Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for bd vacutainer® multiple sample luer adapter with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for bd vacutainer® multiple sample luer adapter was/was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® multiple sample luer adapter was clogged so causing poor blood flow.

Manufacturer narrative:
Date returned to manufacturer is corrected to 03/27/2017. Date received by manufacturer is corrected to 02/21/2017.